Event description:
It was reported the pump returned with a volume saying 100.0 ml, but also stated that 93.0 ml was given. Per the reporter, the bag or cassette was emptied, and the patient had trouble turning off the pump. The pump showed there was more to deliver, however when the patient returned than what the pump was programmed to deliver when the patient left the facility. A syringe was used to prime the lines. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2 and additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag in original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.